Event description:
It was observed that a leak was observed 20-30cm distal to the hub of the microcatheter while the physician was flushing the catheter with saline solution using 2.5cc syringe during preparation. The device was not used. The procedure was successfully completed using another of the same device.

Manufacturer narrative:
(B) (4) reported event of catheter shaft leakage.